Manufacturer narrative:
Analysis received the unit with blank display due to corroded on the electronic assembly. Also, there was moisture damage found on motor home switch. There was no constant tone noted during testing. Analysis was unable to verify the frozen display, back light, and vibration anomaly. (B)(4).

Event description:
The customer reported via phone call that the insulin pump was exposed to fluid. The customer's blood glucose was 92 mg/dl at the time of incident. She stated the insulin pump is vibrating without an alarm or alert. She stated the insulin pump screen went blank after it was exposed to moisture. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.